Event description:
The physician was attempting to deploy a 3.0mm diameter x15mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient reported to be calcified and exhibit stenosis. It was reported that when the stent was being positioned, the balloon of the stent immediately ruptured after minimal inflation pressure was applied, and the stent was partially expanded. The balloon was inflated to 12atms and the pressure immediately dropped. The balloon and the stent were retraced with the aid of a "sling system" from the groin. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands; however, proximal stent segments had moved distally and were bunched up against the tip of the guide catheter. A snare was attached to the proximal stent segments. The hypotube had detached distal to the strain relief. A longitudinal tear was seen on the distal pillow of the balloon. Cine image review: the stenosis and calcification can also be seen in the procedural images. There are no images of any pre-dilation prior to the attempt to stent the lesion. The following images show the proximal balloon inflating and contrast exiting through the distal balloon. The stent is retracted towards the guide catheter and both are removed together.

Manufacturer narrative:
Evaluation: results: patient condition affected effectiveness of the device (patient lesion morphology: calcification and stenosis confirmed on procedural images). Inherent risk of procedure (balloon rupture and stent deformed). Conclusion: device failure/lack of effectiveness related to patient condition device (device (patient lesion morphology: calcification and stenosis confirmed on procedural images). Known inherent risk of procedure (balloon rupture and stent deformed). (B)(4).